Event description:
It was additionally reported that the lead was fractured. Reprogramming was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6943-65 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited variable and high impedance readings. In addition, oversensing was observed which resulted in the collection of erroneous atrial fibrillation (af) data. The ra lead remains in use. No patient complications have been reported as a result of this event.